Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that (B)(6) 2024 customer experienced occlusion alarms between 2-3 am and had 375 mg/dl high blood glucose. Also, insulin was not flowing through tubing line. The customer had correction bolus via pump to address the high blood glucose. Also, patient was only wearing her infusion set on her stomach and had lots of bad spots on my stomach. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).